Event description:
It was reported that the pump motor had stalled. This was confirmed in the event logs with no motor stall recovery recorded. The pump was updated and logs rechecked and the motor was still stalled. The motor stall occurred on (B) (6) 2010 with a tube set error on (B) (6) 2010. It was noted that the pt was not near any magnetic fields and did not have an MRI recently. The pt experienced an underdose with nausea and diarrhea. The pump was used to deliver bupivicaine and dilaudid. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).